Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged, and that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose value was 140 mg/dl. A replacement pump was sent to the customer to resolve the issue.